Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, on the second firing of the device, no clip deployed and the device was stuck closed. It is not known how the procedure was completed. There were no adverse consequences for the patient reported.